Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue that there was an unexpected shutdown during transport was not confirmed via log analysis, and the error event identified could not be duplicated on the suspect pcu. ¿ on the date 31aug2023 at the time of 1:03 pm the tamper switch was recorded selected locking the front panel. ¿ at the time 1:04 pm, the front panel was unlocked, and after the ac power was disconnected, the pcu alarmed with error code 132.3000 displayed on a pcu system error screen. The system off key was selected, shutting down the system. ¿ the system was powered on after the above event and it entered maintenance mode which can only occur if the tamper switch is manually selected simultaneously with powering on the system. The system was powered off. The system was powered on two additional times with it entering maintenance mode and then repeating the error code 132.3000. ¿ the system error code 132.3000 is associated with a detected stuck tamper switch. The tamper switch physically resides on the lower back side of the pcu. ¿ the inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the occurrence of error code 132.3000. The pcu passed all testing performed on the tamper switch and did not exhibit any signs of stickiness with the switch. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pc unit, in battery mode and being used during patient transport to CT scan department, shut down unexpectedly. The device allegedly did not alarm for low battery and the device was "fully charged" at the time of the event. It was also reported that the pc unit displayed error 132.3000 upon reboot. The patient was receiving an inotropic medication (levophed) to maintain blood pressure at the time of the event. The unexpected device shutdown resulted in a drop in the patient's blood pressure (systolic blood pressure 60mmhg) and there were no other replacement devices while in CT scan. The clinician called the nursing unit requesting for replacement device and to page the physician stat. The clinician then was allowed (ordered) to administer levophed without the pump, which reportedly prevented a code blue situation. The patient returned to a normal blood pressure according to the customer. Once the replacement device arrived, the medication was changed over, and infusion was restarted.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pc unit, in battery mode and being used during patient transport to CT scan department, shut down unexpectedly. The device allegedly did not alarm for low battery and the device was "fully charged" at the time of the event. It was also reported that the pc unit displayed error 132.3000 upon reboot. The patient was receiving an inotropic medication (levophed) to maintain blood pressure at the time of the event. The unexpected device shutdown resulted in a drop in the patient's blood pressure (systolic blood pressure 60mmhg) and there were no other replacement devices while in CT scan. The clinician called the nursing unit requesting for replacement device and to page the physician stat. The clinician then was allowed (ordered) to administer levophed without the pump, which reportedly prevented a code blue situation. The patient returned to a normal blood pressure according to the customer. Once the replacement device arrived, the medication was changed over, and infusion was restarted.

Manufacturer narrative:
Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative root cause: the probable cause for the reported issue that there was an unexpected shutdown during transport is attributed to the occurrence of system error code 132.3000, that is associated with the tamper switch stuck in the active (on) position. The clinician selected the system off key shutting down the system. The root cause for the stuck tamper switch was not identified during the investigation. The most likely scenario during transport would be having something pressing against the back side of the pcu over the tamper switch pulling on the tamper switch seal that covers the switch. The pcu tamper switch passed all testing with no issues or anomalies observed during the testing.

Event description:
It was reported that the pc unit, in battery mode and being used during patient transport to CT scan department, shut down unexpectedly. The device allegedly did not alarm for low battery and the device was "fully charged" at the time of the event. It was also reported that the pc unit displayed error 132.3000 upon reboot. The patient was receiving an inotropic medication (levophed) to maintain blood pressure at the time of the event. The unexpected device shutdown resulted in a drop in the patient's blood pressure (systolic blood pressure 60mmhg) and there were no other replacement devices while in CT scan. The clinician called the nursing unit requesting for replacement device and to page the physician stat. The clinician then was allowed (ordered) to administer levophed without the pump, which reportedly prevented a code blue situation. The patient returned to a normal blood pressure according to the customer. Once the replacement device arrived, the medication was changed over, and infusion was restarted.